Manufacturer narrative:
The moveable arm of the device did not slide properly. Due to this deviation, it cannot be excluded that the device has contributed to the event. It is likely that improper care and maintenance and/or reprocessing has led to the deviation.

Event description:
Customer service was contacted on (B)(6) 2020 by customer. Customer stated that the surgeon was unable to fully release the skull clamp from the patient's head. This resulted the pin scratching the patient's skin.